Event description:
It was reported, "mr. (B)(6), head of theatre, reports via our sales rep, (B)(4). That the drill got jammed in the drill guide."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.